Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain sharp on right side') in an adult female patient who had essure (batch no. 664440) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), migraine ("migraine headache "), tooth disorder ("dental problems") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, tooth disorder and alopecia outcome was unknown. The reporter considered alopecia, menorrhagia, migraine, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: plaintiff fact sheet received. Reporter and patient demographics were added. On (B)(6) 2019, she explanted essure. Essure lot number added. Injury event updated to abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dental problems, pain, hair loss, patient did not undergo essure confirmation test. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain sharp on right side') in an adult female patient who had essure (batch no. 664440) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced migraine ("migraine headache") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced dental caries ("dental problems:- tooth decay"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the migraine, dental caries and alopecia outcome was unknown. The reporter considered alopecia, dental caries, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Lot number: 664440. Manufacturing date:2009-08. Expiration date:2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received new reporter information was added. Event outcome updated and severity pelvic pain. Dental problems updated tooth decay. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and pelvic pain ('pain sharp on right side') in an adult female patient who had essure (batch no. 664440) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included uterine enlargement, uterine bleeding, c-section ((B)(6) 2009), premenstrual syndrome and pregnancy test urine negative. Previously administered products included for an unreported indication: penicillin allergy, ibuprofen, depo, yaz and albuterol. Concomitant products included atropine and ketorolac tromethamine (toradol). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced migraine ("migraine headache") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced dental caries ("dental problems:- tooth decay"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("abnormal bleeding ( menorrhagia)") and abnormal uterine bleeding ("abnormal uterine bleeding"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, migraine, dental caries, alopecia and abnormal uterine bleeding outcome was unknown and the pelvic pain, vaginal haemorrhage and heavy menstrual bleeding had resolved. The reporter considered abnormal uterine bleeding, alopecia, dental caries, heavy menstrual bleeding, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2009 discrepancy noted in date of removal (B)(6) 2019 and (B)(6) 2019, (B)(6) 2019. Discrepancy noted in device removal field as per current follow up: have you had your essure (or any part of the device) removed? No. Plaintiff received treatment for tooth decay, perforation(utérus), abnormal bleeding (vaginal, menorrhagia) number of coils on right: 8 left:3. Lot number: 664440, manufacturing date: 2009-08, and expiration date:2012. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "uterine hemorrhage". Most recent follow-up information incorporated above includes: on 11-may-2021: medical record received: reporter information, medical record and concomitant medication were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain sharp on right side'). In an adult female patient who had essure (batch no. 664440), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "patient did not undergo essure confirmation test". The patient's medical history included: uterine enlargement and uterine bleeding. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced migraine ("migraine headache") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced dental caries ("dental problems: tooth decay"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia)") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. And the migraine, dental caries, alopecia and uterine haemorrhage outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered alopecia, dental caries, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted, in date of insertion: (B)(6) 2009. Discrepancy noted, in date of removal: (B)(6) 2019 and (B)(6) 2019. Lot number#: 664440, manufacturing date: 2009-08, expiration date: 2012. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: "uterine hemorrhage". Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, medical record received: event: "abnormal uterine bleeding" was added. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain sharp on right side') in an adult female patient who had essure (batch no. 664440) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), migraine ("migraine headache "), tooth disorder ("dental problems") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, tooth disorder and alopecia outcome was unknown. The reporter considered alopecia, menorrhagia, migraine, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. Lot number: 664440 manufacturing date:2009-08 expiration date:2012. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on(B)(6) 2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and pelvic pain ('pain sharp on right side') in an adult female patient who had essure (batch no. 664440) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included uterine enlargement and uterine bleeding. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced migraine ("migraine headache") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced dental caries ("dental problems:- tooth decay"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding ( menorrhagia)") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, migraine, dental caries, alopecia and uterine haemorrhage outcome was unknown and the pelvic pain, vaginal haemorrhage, and menorrhagia had resolved. The reporter considered alopecia, dental caries, menorrhagia, migraine, pelvic pain, uterine haemorrhage, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2009. Discrepancy noted in date of removal (B)(6) 2019 and (B)(6) 2019, (B)(6) 2019. Discrepancy noted in device removal field as per current follow up: have you had your essure (or any part of the device) removed? No. Plaintiff received treatment for tooth decay, perforation(utérus), abnormal bleeding (vaginal, menorrhagia). Lot number: 664440 manufacturing date:2009-08 expiration date:2012. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "uterine hemorrhage". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event: perforation (utérus) added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.